Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: catheter. Product ID: 8731sc, serial/lot #: (B)(4), ubd: 16-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving compounded baclofen (750 mcg/ml, 174 mcg/ml) via an implantable pump. It was reported that at a pump replacement surgery, the old catheter ripped when pulled off the old pump. The piece was revised using a new 8596sc. The catheter would not completely aspirate. The hcp decided to perform a dye study after calculating the amount patient would be bolused. It was then discovered the catheter was not intrathecal. A catheter revision was performed. The hcp decided to go ahead and implant the new pump and set to pump to minimum rate for now. The patient would be kept overnight for observation. The issue was not resolved at the time of this report.